Event description:
It is reported that a customer received a blank display screen on their insulin pump even after replacing the batteries with new ones. The patient's blood glucose level was 280 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided

Manufacturer narrative:
Corrected device evaluation summary: the insulin pump powered up properly. No blank display anomaly noted. No distortion noted on the display. No cosmetic damage noted on the case.

Manufacturer narrative:
Findings: pump was accidentally cut open before testing could be completed on the device. We are unable to test for blank display. No cosmetic damage noted on the case.